Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k980987 ((B)(4)). PMA / 510(k)#: k151766 ((B)(4)). Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review could not be performed as lot number was unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: no root cause can be determined as no samples were received. Rationale: no CAPA is required.

Event description:
It was reported that leakage occurred from between the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip and hub connection during use. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "customer reports that she has had 2 needles leaks at the point where needle is welded to orange needle hub on the syringe. Customer does not recall exact date for when it first occured but stated it was in december."